Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 26jan2024. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) currently available. The hm3 lvas (IFU) lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that outflow graft obstruction was ruled out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent in because images from a computed tomography scan led them to believe there may be an issue. The patient's log files captured 126 pulsatility index (pi) events on 26jan2024. There were no other unusual events in the log files. There was no indication that the event was device or therapy related. The patient was in critical condition due to their clinical course and it was multifactorial.